Event description:
On friday, october 31 a 30-day heart monitor from telepatch react was attached to my chest at (B)(6). On monday november 3 hives began appearing on my upper torso. By november 5 the hives completely covered my upper torso and began moving down my legs. The itching was so bad I could not sleep. I removed the patch on november 7 and was give a prednisone prescription to heal the hives outbreak, which was successful. I mailed back the monitor.